Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access obtained via the left side. The 70% stenosed, 17mm in length, eccentric target lesion contained a <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50x20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another with the same device. No complications were reported and patient's status was stable.